Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex duodenal stent was implanted to treat a metastatic peritoneal cancer causing compression in the fourth portion of the duodenum during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the physician attempted a retrograde approach for an hour; however, due to the patient's anatomy the distal end of the stricture could not be viewed. The physician decided to perform an antegrade approach and successfully deployed the stent. Reportedly, the stent placement looked good and there were no visual indications of a perforation on fluoroscopy. However, after the procedure, the patient did not seem fully lucid and was sent for a scan where it was noted that the distal portion of the stent was perforating through the duodenal wall. The patient was sent to open surgery and the stent was repositioned successfully. Reportedly, the physician was comfortable leaving the stent implanted and the procedure was completed. Reportedly, the patient is not doing well due to her underlying condition.